Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 70 mm in diameter abdominal aortic aneurysm. It was reported that, approximately eight years and eleven months post index procedure a CT revealed the aneurx stent graft had migrated. The CT revealed that there was no endoleak present. The physician elected, approximately four months after the CT to implant an endurant ii bifurcated stent graft with a contralateral limb within the original aneurx device. The event resolved. Per the physician, the cause of the migration was due to elongation and an increased proximal aortic neck diameter. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.